Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: aug 11, 2023. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint handpiece and lens were received inside of the original folding carton. The complaint handpiece was received with the plunger rod advanced to the neck of the cartridge. Viscoelastic residue was dispersed throughout the cartridge, suggesting that an adequate amount of ophthalmic viscoelastic device (ovd) was used. The handpiece was disassembled and the assembly was inspected. No issues that could cause or contribute to the complaint issue could be identified. Visual inspection of the lens revealed that it was received coated in viscoelastic residue. The lens was cleaned and no issues could be identified. The complaint issue of delivery issue was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the lens was inserted into the patients' eye, the lens had to be taken out because it went in upside down. Another lens has being implanted on the same day. Through follow up we learned that the lens was implanted into the patients right eye (od) and then removed by the surgeon again immediately after realizing that it was sitting the wrong way around. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.